Manufacturer narrative:
Date of event: (B)(6) 2017. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm model #: sc-1200, serial (B)(4), description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing increased pain after a fall. X-ray was taken and showed lead migration. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that the reason for revision was patient not getting stimulation on one leg and lead was dropped and migrated to one side. It was also reported that the patient's fall was unrelated to the device and patient underwent a revision procedure wherein the leads were relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased pain after a fall. X-ray was taken and showed lead migration. The patient will undergo an ipg and lead revision procedure.